Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On (B)(6 )2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative confirmed the navigation system performed as intended. Reported issue could not be replicated. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On (B)(6) 2016 a medtronic representative, following-up at the site, reported an incision had been made when the event occurred. The spine reference frame had already been affixed to the spinous process for the spin. Per all reports, all screws were placed correctly. Only one imaging system spin was completed, and they were never able to actually transfer the images over to their navigation system. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, their imaging system was unable to push a non-navigated spin to their navigation system. The site attempted to take a navigated spin, however, there was no navigation tag on the exam. They were unsure if they had green status on the acquire exam screen within stealth spine 2.0.1 (image acquisition system (ias) tracker/ patient tracker may/may not have been tracked). In trouble-shooting, the site tried to manually push the exam (x4) without resolution/ exam not navigated. They confirmed that the navigation system was set up as both an igs server and dicom store server. The correct navigation system was being selected within the send to task on the mobile view station (mvs). The navigation system was re-booted, however, the exams were not present. Site was not sure if they had green communication status on the set-up equipment task of software. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. A c-arm was brought in for confirmation once all screws were implanted. Delay in therapy was 15 minutes. There was no impact on patient outcome.